Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2014) - correction: the patient¿s meter has been returned on 9/17/2014 and evaluated by lifescan product analysis on 10/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014), the patient¿s meter has been returned on 9/17/2014 and evaluated by lifescan product analysis on 10/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 ¿ (11/26/2014), the patient¿s test strips have been returned on 10/21/2014 and evaluated by lifescan product analysis on 11/13/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 (noon). According to the csr¿s documentation, five minutes before the reported meter issue occurred the patient was experiencing symptoms of sweating and nausea. The patient¿s previous blood glucose reading (with the subject meter) prior to the onset of her symptoms is not known and it is not clear what action the patient took in response to her previous result. At the time of the alleged issue, the patient obtained blood glucose readings of ¿248, 105, 159 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Immediately after the alleged issue occurred, the patient reportedly consumed food and/or drink as treatment; the patient denied testing her blood glucose with another device after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.